Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hydro-flex controller used to treat the patient. The patient's attorney alleges that the patient sustained personal injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
As reported per attorney, it is alleged that the patient sustained personal injuries in an incident that occurred on (B)(6) 2019, as a result of a defective unspecified bard/davol hydroflex multi-application arthroscopy irrigation pump.